Event description:
Event description guidant received information that during a routine clinic visit, it was discovered that this implantable cardioverter defibrillator (ICD) was unable to be interrogated, emitted no tones, and had no telemetry capability.